Manufacturer narrative:
Additional information was provided in d.10, h.3. And h.10. Evaluation summary: the cartridge was not returned for evaluation. The associated lens was returned. The lens was returned positioned incorrectly in the lens case. Viscoelastic is observed on the lens. One haptic is broken due to the position of the lens in the case. The lens was cleaned with lphse. Scrapes are observed on the optic edge along with a scratch mark. The reported issue could not be verified. The cartridge was not returned for evaluation. The lens was returned and damage was observed. The root cause for the damage cannot be determined without evaluation of the cartridge complaint sample. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of a qualified lens and a qualified handpiece with the cartridge. The viscoelastic information was not provided. It is unknown if a qualified viscoelastic was used. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during a cataract surgery with an intraocular lens (iol) implantation, the cartridge cracked. The iol was loaded in the cartridge, when the doctor went to insert the lens into the eye the cartridge split. The iol was scratched. There was contact with the patient, the procedure was completed the same day, and the iol is available for return. There was no patient harm. Additional information was requested and provided.